Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi pump, specifically during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Despite completing a successful bolus, the customer was unable to reload the original cartridge and contacted support for assistance. After escalating troubleshooting efforts, it was recommended that the pump be replaced due to ongoing occlusion issues. The customer was informed they would receive a replacement pump with updated software and was advised on the steps to store the current pump and return it properly. While waiting for the replacement, the customer continued using the current pump.